Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges after the load process was completed. The most recent cartridge had been filled with cold insulin, but the cartridge was reloaded and gave an accurate fill estimate. There was no impact to the customer's blood glucose level.